Manufacturer narrative:
H.6. Investigation: since no samples (including photos) were returned for the reported issue of ¿no expiration dates on packages¿ with lot number 6111954 regarding item # 305541 the complaint could not be confirmed, and the root cause is undetermined. A review of the device history record was completed for batch# 6111954. All inspections were performed per the applicable operations qc specifications. There were zero (0) notifications noted that pertained to the complaint. This was manufactured before expiration dates were printed on packaging. H3 other text : see h.10.

Event description:
It was reported that there was no expiration date on the syringe allergy 1ml w/ndl 27x3/8 ib packaging. This complaint was created to capture the 2nd of 2 related incidents. The following information was provided by the initial reporter: "consumer reported item # 305541, lot # 6111954 no expiration dates on packages."

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that there was no expiration date on the syringe allergy 1ml w/ndl 27x3/8 ib packaging. This complaint was created to capture the 2nd of 2 related incidents. The following information was provided by the initial reporter: "consumer reported item # 305541, lot # 6111954 no expiration dates on packages".